Event description:
It was reported that during an unk procedure, that the metal channel separated from the cartridge when the stapler was reloaded. The metal channel stayed in the stapler and the device could not be reloaded. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 2/29/2024 b3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.